Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 1000 mcg/ml concentration at 119.8 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that empty pump occurred. The hcp had access to the clinician programmer. An alarm for empty pump occurred. The patient missed the refill. The patient was a week late to their refill so 22.4 ml had been dispensed according to the programming. The hcp stated he aspirated from the reservoir and did not pull back any drug. The hcp would fill the pump today and bring the patient back in a week to see how they were doing. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the empty pump event had been resolved. Refill occurred on (B)(6) 2018. Patient's wait was unknown, (B)(6) 2018=(B)(6). Patient had a medical history of spastic quadriplegia. No further complications were reported.